Event description:
Edwards received notification that this (B)(6) patient with a 3300tfx21mm valve implanted in the pulmonary position underwent a valve-in-valve (viv) procedure after an implant duration of approximately five (5) years and nine (9) months due to high gradients secondary to structural valve degeneration. A sapien3 valve was implanted within the surgical edwards. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.